Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut valve, during the deployment attempt, the valve dislodged twice. The patient was paced at a faster rate to get the system more stable. The valve was positioned too deep. Multiple repositioning attempts were made, but the position remained deep. The patient did not tolerate the pacing, and subsequently developed pulmonary edema. The patient was put under general anesthesia. The evolut valve was recaptured and withdrawn from the patient, and the procedure was switched to a non-medtronic valve.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012728261); product type: 0195-heart valves; implant date: non-implantable device h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut valve, during the deployment attempt, the valve dislodged twice. The patient was paced at a faster rate to get the system more stable. The valve was positioned too deep. Multiple repositioning attempts were made, but the position remained deep. The patient did not tolerate the pacing, and subsequently developed pulmonary edema. The patient was put under general anesthesia. The evolut valve was recaptured and withdrawn from the patient, and the procedure was switched to a non-medtronic valve. Additional information was received to report the patient's non-calcified anatomy contributed to the dislodgment.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: additional codes: a more fitting annex f code was applied. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.